Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 129 mg/dl at the time of incident. Troubleshooting found that the pump alarmed after the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm was noted during testing. The pump error 25 alarm and low battery alarm was noted in the download formatted history file due to the intermittent non-sleep anomaly software error. The format history file analysis confirmed the pump error 63 due to poor solder joints at the ambient light sensor on keypad assembly. The pump was received with a scratched case, a cracked case at the battery tube side, a scratched lcd window and a fading serial number label.